Event description:
The company received information that suggested that the balloon deflated. The customer reported that the device was pre-tested prior to pt use. The customer reported that the pt was re-intubated and that there was no harm to the pt.